Event description:
Participant is a hoyer lift transfer. During transfer on this date, hoyer button was not working, as it appeared to be stripped. Participant was in hoyer life above her bed after toileting and two staff were attempting to lower her to place her back into bed. Unexpectedly, the hoyer lift lowered the participant suddenly and she quickly was lowered to bed. Staff immediately assisted in lowering the participant down to her bed and protected her so that the bar and chain would not injure her - chain rested on participant's chest. She did not appear to be injured nor in any discomfort, and chain was immediately removed from her chest area. Aides immediately called physical/occupational therapy who immediately notified mann's to repair and hoyer lift to be replaced. Center administrator interviewed both (B)(6) and (B)(6) who stated that on this date that the button on the hoyer lift was having a problem - appeared as though it were stripped because when they turned the knob, it would not stop turning and preventing them from stopping the lift from descending. Both staff immediately called pt/ot who called manns to repair the equipment. New hoyer lift ordered. All felt that the equipment malfunction was due to wear. Ot contacted mann's for equipment maintenance report and noted that on (B)(6) 2010, unit was noted to be in good working order; (B)(6) 2010 - hydraulic was leaking and unit repaired; and (B)(6) 2010, unit was replaced due to knob malfunction.

Manufacturer narrative:
Na